Event description:
During an on-site visit at the customer facility by a zoll technical service representative, the device failed to power-on. There was no patient involvement in the reported malfunction.